Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the zapping where the ins was after their fall went away and the healthcare provider didn¿t find anything wrong with the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider (hcp) responded to a letter. The patient's weight at the time of the event is unknown. The hcp said the patient hasn't been seen at the office since (B)(6)2011. No further patient complications have been reported as a result of this event.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having a lot of pain and discomfort at the implant site on the right side. They stated that they tried using a heating pad over the area, but it was still bothersome. They noted that it had gotten worse in the couple of weeks prior to the report date, starting in (B)(6) 2016. There were no trauma or falls associated with this. They noted that they contacted their healthcare professional (hcp) for follow-up. On the same day, they reported that they had fallen. They added that their device had zapped them. They couldn't troubleshoot the problem because they didn't have access to the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.